Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the subject device by olympus medical systems corp. (Omsc) confirmed that brown foreign materials and lint remained at the distal end around the forceps elevator and the forceps elevator wire. The chemical analysis was performed to determine the composition of the foreign materials: protein was not detected. A peak of agar was detected from the brown materials. A peak of a nonwoven fabric was detected from the lint. As a result, it was determined that the foreign materials were not originated from the endoscope nor biomaterial. Any damage which may result in insufficient reprocessing wasn¿t found. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Omsc reviewed reprocessing practice by the user facility, and confirmed deviations from the reprocessing manual: the user didn¿t flush water and air into the air/water channel during precleaning. The user didn¿t use the aw channel cleaning adapter (mh-948). The user didn¿t routinely monitor the disinfectant¿s mrc (minimum recommended concentration). Based on available information, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of blood culture testing by the user facility, carbapenem-resistant enterobacteriaceae (cre) was detected from the patient who had underwent an unspecified procedure using the subject device. Then, the user facility was performed microbiological testing on the subject device, but no microbes were detected from the sample collected from the subject device. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-5 (not available in the USA) using peracetic acid. The user did not consider that the patient's infection was caused by the subject device, however the user requested to check the subject device. There was no further report of patient injury associated with this event except the reported issue.